Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. There was a photo provided, which was evaluated, and showed damage on the lens edge. The complaint reported was confirmed. However, based on the photo provided it cannot be possible determine if the issue could be related to the manufacturing issue or to the handling process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No indication of a lens explant. (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a crack at the rim of the intraocular lens (iol) was noted after iol implantation. The crack did not involve the visual axis and no loose fragment was noted. No additional information was provided to abbott medical optics.